Manufacturer narrative:
Additional term: painful eyes.

Event description:
On march 24, 2018 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio flex meter displayed an error message ¿error 4¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began around (B)(6) 2018 and she has been unable to use the meter. The patient manages her diabetes using pills, diet and/or exercise and did not specify making any changes to her usual diabetes management routine in response to the reported issue. The patient claimed experiencing symptoms of ¿shaking, feeling hot, headache and eye pain¿ 1 week after the alleged meter issue began, and she reportedly visited her doctor. The patient confirmed that the doctor had not made any change to her medications. The patient reportedly self-treated the symptoms by consuming additional sugar. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the device and the patient¿s testing technique was correct. The csr noted that the test strips being used were passed their expiry, and the issue was resolved when the patient re-tested using a new vial of strips. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.